Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he has been experiencing low blood glucose for two weeks. Customer had a low of 36 mg/dl. He stated that the day of the call he ate the usual and took a correction for blood glucose of 177 mg/dl and it went down to 80 mg/dl. During troubleshooting, it was stated that the drive support cap is normal. Most recent set change was on (B)(6) 2015 and customer was disconnected during prime. The insulin pump settings are correct and the reservoir was showing the correct amount of insulin. Reservoir had about 20 units and the status screen had 37.9 units. The device passed the displacement test and was not exposed to a magnetic field. The customer also reported that 15 or 20 days ago the buttons on the insulin pump were not responding and the screen was frozen. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.